Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/24/2025 the patient reported two occlusion alarms on the ilet bionic pancreas. Delivery was resumed after each alarm, and blood glucose was not affected.